Event description:
Immediately after a permanent implant, the patient experienced neurological signs of pain down his right side and numbness in his right leg. An x-ray determined the leads had migrated and may have been pressing on the patient's spine. The patient was transferred to a different medical facility, and a hematoma was found below the incision site. The neurosurgeon removed the hematoma, and explanted the precision system. Patient is reportedly doing well.